Manufacturer narrative:
Evaluation results and conclusion: balloon inflated to 20atms (rbp - 14 atms). Moderate calcification, 80% stenosis . Device or procedural images not provided for review. Uf # 4900240000-2012-8077.

Event description:
The physician was using a sprinter legend balloon to pre-dilate a lesion in the cx which was reported to exhibit 80% stenosis with moderate calcification. No abnormality was noted during preparation of the device. The sprinter balloon was advanced to the lesion and inflated to 20atm's, when inflated at the lesion a waist was visible in the balloon. On second inflation the balloon ruptured. No fragments were noted to be retained. Procedure continued and a bare metal stent was placed. Intravascular ultrasound verified adequate placement. Patient discharged next day. No clinical sequelae reported.